Manufacturer narrative:
(B)(6).

Event description:
It was reported that the second anchor of the fast fix didn't triggered. No patient injury reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows no suture or ts remain on the insertion needle but were returned. Examination of the construct shows t1 is missing. The suture is frayed and broken. T2 showed no abnormalities. The actuator is in its t2 post-deployment position indicating a complete deployment. The needle is bent. The device was functionally tested for proper actuator advancement and cycling and was found not to function as intended. It is possible that a contributive factor to the event is user error.